Manufacturer narrative:
The suspect device is not expected to be returned for evaluation. A follow up report will be submitted once the investigation and the product history review are complete.

Event description:
It was reported through clinical trial event that a patient presented with stenosis at the distal end of the endoprosthesis causing inadequate flow during hemodialysis sessions and prolonged bleeding after removal of the needles. The patient underwent angioplasty of the lesion with stent implantation, which resolved the condition. New stenosis was also evidenced in the circuit (non-target lesion), and angioplasty with a high-pressure balloon was performed. The patient was discharged from the hospital and both events were considered resolved. The restenosis of the target lesion was considered target lesion related, probable related to device, and possible related to procedure. The event of stenosis of the non-target lesion was considered probable related to device, possible related to procedure, and not related to target lesion.